Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device immediately after fill 3 of 4, while the hp was connected. The hp stated that even after the tubing hose was tightly screwed into the butterfly clamp, the hose still had disconnected from the clamp on the empty, hanging bag, and the hc device was sucking in air. The hp then clamped off and ended therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 3 for this patient.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the fill stage, where the customer discovered that the tubing hose had completely disconnected from the butterfly clamp on the hanging bag (which was now empty) and the machine was sucking air. The cause of the reported condition was determined to be a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.